Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/05/2014-device evaluation:the pump has been returned and evaluated by product analysis on 06/02/2014 with the following findings:a review of the pump black box data revealed pump reboots to support power loss. During testing, the pump powered on properly with the returned battery cap. No damage was found to the battery compartment. The battery cap secured properly, and the contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions or call service alarms. The pump case was removed and no intermittent conditions were found in the power circuit.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump intermittently lost power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.